Manufacturer narrative:
The company rep examined the system and found the right switch on the footswitch was stuck. The company rep replaced the footswitch and footswitch cable to correct the issue. The system was then tested and met specifications. A visual assessment of the returned footswitch and footswitch cable did not reveal any nonconformity. The footswitch and footswitch cable were tested and a system message displayed indicating a stuck right heel switch. The footswitch right heel switch was nonconforming. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The root cause was determined to be a nonconforming right heel switch on the footswitch. An internal investigation was opened to address nonconforming heel switches. (B)(4).

Event description:
A customer reported, during surgery, functions were not allowed when the footswitch treadle was down or when the buttons were pressed. The surgery was completed with an alternate system. There was no pt impact reported.